Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2022-01355 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2025-028423. This follow up report is being filed for awareness of this duplicate report.